Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), which was implanted on january 05, 2006, is showing a charge time of 14 seconds.